Manufacturer narrative:
Method: evaluation and troubleshooting activities were conducted via telephone. Result: erroneous data generated. Conclusion: a definitive root cause for the event has not been determined. No quality control or system check data were supplied by the customer. The customer was advised to recalibrate the accu tni tm assay then re-assay the patient samples in question. Based on a subsequent service report, the issue was resolved and the system was operating within specifications.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous "no value" results for troponin I (accu tni tm) for three patient samples assayed using the accu tni tm reagent on an access immunoassay system. The patient results were not reported out of the laboratory. There was no reported patient impact. Prior testing of the three patient samples generated troponin I results that were within the normal reference range. The customer was advised to recalibrate the troponin I assay and re-assay the three patient samples (the re-assayed troponin I results have not yet been provided by the customer).